Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a 'hi' (reading greater than 500 mg/dl) reading from their adc freestyle libre sensor, which was higher than expected. The customer indicated they had received a vitamin c infusion (date and time unknown) and on march 3 at 18:00 they received the "hi" display message. The customer contacted a healthcare professional by phone and was advised to self-administer insulin and the customer self-injected 20 units (type unknown). At an unknown time, a capillary result of 115 mg/dl was obtained on an unspecified device. It was further reported the customer was seen at a hospital where the adc sensor was removed and the customer was diagnosed with hypoglycemia and treated with glucose via intravenous infusion. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported receiving a 'hi' (reading greater than 500 mg/dl) reading from their adc freestyle libre sensor, which was higher than expected. The customer indicated they had received a vitamin c infusion (date and time unknown) and on march 3 at 18:00 they received the "hi" display message. The customer contacted a healthcare professional by phone and was advised to self-administer insulin and the customer self-injected 20 units (type unknown). At an unknown time, a capillary result of 115 mg/dl was obtained on an unspecified device. It was further reported the customer was seen at a hospital where the adc sensor was removed and the customer was diagnosed with hypoglycemia and treated with glucose via intravenous infusion. No further treatment was reported. There was no report of death or permanent impairment associated with this event

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history reivew) for all fs libre sensor within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. . Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. Tripped trend review was completed for the reported complaint and fs libre sensors. The investigation concluded that the design continues to prove robust, the manufacturing process remains in control, and the product functions as intended, provided that the label copy is appropriately followed. If the product is returned, the case will be re-opened and a physical investigation will be performed.